Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  A manufacturing record evaluation was performed for the finished device with lot number 30202469l, and no internal actions related to the reported complaint condition were identified. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure while using a soundstar eco catheter, error message 6150 was displayed. The cable was replaced; however, the issue remained. The catheter was then replaced, and the issue resolved. It was also reported that during the mapping phase while using the thermocool® smart touch® sf bi-directional navigation catheter, the patient became hypotensive, and cardiac tamponade was confirmed by ultrasound and intracardiac echocardiography (ice). Pericardiocentesis was performed to remove 300 cc of fluid from the pericardial space. Extended hospitalization was required to monitor patient¿s condition. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. No device deficiencies were reported. Transseptal puncture was performed with a st. Jude medical brk transseptal needle. No ablation occurred prior to the adverse event. The flow was set at 2 ml/min. The force visualization features used included graph, dashboard and vector. No error messages were observed on any biosense webster, inc. Equipment. The magnetic sensor error code 6150 was assessed as a not reportable event.